Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded?

Event description:
It was reported that in the course of a procedure (rt.hemi-coloectomy) using the device, an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. After changing the cartridge, the same issue was occurred, and firing knob was broken. It is unknown what was used to complete the procedure. There were no reported adverse consequences for the patient so far.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58h1p. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 38 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.